Event description:
It was reported that on (B)(6) 2013, 2 xience family stents were successfully implanted, one in the distal left main (lm) /ostial left anterior descending coronary artery and one in the mid right coronary artery (mrca). On (B)(6) 2014, the patient was hospitalized due to chest pain. Diagnostics were done. 70% stenosis was noted in the distal lm. There was no treatment reported and no treatment planned; however, coronary artery bypass graft surgery was recommended. The event is noted to be continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effects of angina pectoris and restenosis of the stented segment of the artery are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.